Event description:
Male s/p CABG x4 in 2008, whilst in the cticu, the double lumen venous access catheter, via which the swan-ganz catheter was threaded was noted to be incompetent. During an attempted blood draw, air was retracted instead of blood. The cordis was removed, another was inserted and the patient evidenced no sequelae.